Event description:
Information received indicates the right head siderail came loose from the bed. He said that it looks like there were only two of the six screws installed in the mounting bracket.

Manufacturer narrative:
The technician found the right head siderail pulled off of the bed due to only two of the six screws used to mount the rail were installed. The technician replaced the right head siderail to repair the bed.